Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing: the testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: ¿ 150 mmhg blood side pressure drop reason for the return was confirmed for clots/fibrin, there was a flow of 7 lpm with a pressure drop of 150mmhg. D.4 model #, d4.1 catalog # and d4.3 serial #: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, both clotting and flow issues were observed after 72 hours on cardiopulmonary bypass. The blockage, clot, and flow issues were noted to worsen over time. The patient had not been previously on heparin or another anti-coagulant therapy. The patient received 5000 units of anticoagulant at cannulation, with no further anticoagulation administered. Anti-coagulation was assessed using the act (activated clotting time) test. The priming solution used was saline, and the system was ECMO with no cardiotomy. The clot or fibrin was reported to grow slowly. There were no clamped lines in the circuit, and no air entered the reservoir. The pump was not used in ap40ast. The device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.